Manufacturer narrative:
Model number/catalog number: sc-2158-70, serial number: (B)(4), batch/lot number: 14746978 / 14746978 / 14736344 / 14736344, model/catalog description: linear lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.